Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was blank. Customer parent cannot recall blood glucose reading. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer stated the insulin pump was not bumped or dropped. Customer stated the insulin pump was not exposed to moisture. Customer was using aaa (B)(6) alkaline battery; new battery was inserted but the display did not return. Customer parent called back for the blank display issue but issue reoccurred at 2:30 am. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. However, unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.